Event description:
During the procedure, the display monitor showed the message "connection failure" when attaching the catheter to the monitor. The device was in contact with the male patient but no injury was caused. Additional information was received on 21sep with the following information: on (B)(6) 2015, the catheter was implanted and had been implanted for 10 minutes when the event occurred. The event did not lead to an increase in surgery time. The catheter was removed immediately and it was replaced with another camino catheter, which worked properly.

Manufacturer narrative:
Integra completed its internal investigation 11/20/2015. The investigation included: method: DHR review: review of complaint management database for similar complaints. Visual examination. Results: device history record reviewed for catheter serial number 30500289128-(B)(4). This catheter belonged to the report lot number 305000299743. The catheter met requirements before released to finished goods. Mfg date 21 mar 2014 and exp date: 28 frb 2017 complaint history, model 110-4xxx, from oct-2014 through sep-2015 reviewed. The reported failure has a failure rate of 0.01%. The catheter was tested in accordance with q00102; it met specifications. The catheter was then connected to mpm-1 (c1999, cal due (B)(6) 2016); after the system self-check delayed, the monitor displayed icp = 2mmhg and ict = 21.3 c. The catheter was then connected to cam02 (t1019, cal due (B)(6) 2016); after the system self-check delayed, the monitor displayed icp = 2mmhg and ict = 21.6 c. Conclusion: based on the investigation tests, the returned catheter met the functional test criteria and the forward/reverse voltage leak test criteria. The returned catheter was connected to an mpm-1 monitor as well as a cam02 monitor and the reported complaint could not be duplicated. The root cause of the customers' complaint cannot be determined at this time. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.